Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the stent damage was noticed. During preparation of the 3.00 x 28mm taxus liberte drug eluting stent, the stent was found to be compressed at the distal part. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.